Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint was confirmed. The complaint device was diagnosed and the repair/replacement of the following parts were made: motor, kynar sheath, motor o-ring, cable spring, locking system, cable o-ring. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. A manufacturing record evaluation was performed for the finished device (product code 288022 ,serial number (B)(4)), and no non-conformances were identified. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the tornado shaver handpiece does not work and needs service. There was no patient harm reported. It is not stated about the occurrence of event. There was no surgical intervention required and no surgical delay reported. There were no surgical complications reported and the procedure was completed but it is not stated that how it was completed. It was "no" stated about the availability of spares.